Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was possible overdelivering and low blood glucose. The customer reported a blood glucose value of 120 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was not used the auto mode feature. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884.

Event description:
Updated summary: customer reported having a low blood glucose below 120mg/dl after changing the battery cap and was treated with glucose intake. She alleged that the pump was delivering more insulin than it was supposed to after the battery cap change. She said the insulin from her reservoir had been used up in only 2 days, which had not happened before. Customer said she will ask her hcp on (B)(6) 2024 to adjust her basal and bolus wizard settings. She said if the problem persists after the settings change, then she will request a pump replacement. Smartguard was not used. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections sections b1 (unchecked adverse event box), b2 (unchecked other serious (important medical events)), b5 (updated the summary), d10 (removed concomitant products), h1 (changed from serious injury to malfunction) and h6 (replaced health effect - impact code 4644 with 4613 for health effect - clinical code 1912) with this supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.